Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet replacement device exhibited a broken screen similar in appearance to a prior unit, after which the user experienced hyperglycemia while not announcing meals and subsequently transitioned to backup therapy. Symptoms included elevated blood glucose up to 600 mg/dl over approximately 12 hours without ketone testing or medical intervention. Outcomes included the need for subcutaneous insulin injections and temporary discontinuation of the device. Investigation included collection of user reports and device return for assessment. Investigation of this device revealed a reported screen damage on the device and user nonuse for meal announcements preceding the hyperglycemic event, with the device component implicated as the display. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors with possible device damage to the screen.